Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on foreign patient's behalf to claim low audio output on (B)(6) 2015. At the time of contact the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).